Manufacturer narrative:
A steris service technician inspected the monitor and assembly and found the power wire to be pinched in the spring arm which was subsequently making contact with another wire. The technician further inspected the assembly and found the ground wire in the ceiling from the monitor arm was not connected to the ceiling plate. The internal shield on the ground wire began to get hot and melted the wire coating, thus causing the reported smoke. Steris is unable to determine the cause of the pinched and disconnected wires. The user facility stated proper repairs would be completed on the assembly and returned to service. No further issues have been reported.

Event description:
The user facility reported that during cleaning of the monitor assembly the unit began to emit smoke. No patient involvement, no report of injury or procedural delays or cancellations.